Event description:
It was reported that there was t-wave oversensing on the right ventricle (rv) lead. The physician elected to remove the rv lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and connector issues were noted. It was also noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, and the lead was stretched. Visual analysis confirmed intermittency between pin and cap.